Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. The slotted area of the distal tip is cut and warped, confirming this complaint. The root cause of this complaint is heavy use and drilling against the sides of the slot. A batch review was not done as the batch information was not provided. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that the customers rigidfix femoral rodd 8mm is worn at the tip area, and the 7mm rigidfix femoral rod was warped at the tip. The surgeon was able to complete the procedure using other like devices, with no delay and no patient consequences.